Event description:
During a laparoscopic cholecystectomy the er320 clips were not holding on the vessels. The surgeon stated the device sounded funny when being fired. The surgeon was able to complete the case with the device. The device was from a fdc10 kit. There was no consequence to the pt.